Event description:
It was reported that a skin reaction occurred. The sensor was inserted on the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced a skin reaction with infection, and ¿red blisters¿, under entire patch area. The patient stated that they also experienced bleeding and bruising, which contributed to the infection. The reaction was treated with a prescription of an oral medication. A photo was available for review. The photo showed two erythematous, raised, scaly lesions on the upper back of the left arm. The skin reactions appeared at varying stages of healing as the skin reactions closest to the elbow, is much smaller. The skin reaction has a pustule at the insertion, with circular dryness. The most recent skin reaction shows a raised, erythematous, scaly skin reaction consistent with the footprint of the sensor patch, which less colorized erythema spreading beyond the sensor patch area. There was no documentation of further medical intervention. The current condition of the patient was unknown, and the patient declined to provide further information. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).